Event description:
On (B)(6) 2023, the customer initially reported to olympus an issue with the suspect device lever and returned the device for evaluation. The customer informed olympus the device had been used with a patient suspected of having cjd during a (B)(6), 2022 bronchoscopy for an unknown indication. Based on documents provided by the customer, a csf specimen was sent to the laboratory (B)(6), 2022 and on (B)(6), 2023. The patient was suspected of having cjd because of detection of protein 14-3-3; brain histology is pending. The customer informed olympus they suspect the device may have been contaminated by the patient suspected of having cjd and unknowingly used on seven (7) additional patients. The customer stated the device was used directly on the patient suspected of having cjd and did not suspect the patient contracted cjd from the olympus device. Therefore, it is unlikely the olympus device contaminated the patient and this event does not meet the definition of a serious injury. The fuc is a pae and therefore reportable to the FDA as a malfunction. This complaint requires seven reports in addition to patient identifier: (B)(6), "patient #0." The related patient identifiers are as follows:(B)(6). This medwatch report is for patient identifier: (B)(6).

Manufacturer narrative:
The investigation is ongoing.therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5, h6 and investigation results as follows: the subject device was returned to an olympus repair center for evaluation and inspection, and the customer's reported problem of a defective lever has been confirmed. In addition, a squeezed connecting tube, a damaged connecting tube protector, a damaged drum unit, and general scratches/damage were also found. The investigation could not conclusively specify the root cause of the event. Reprocessing steps were provided by the user facility, and no obvious deviations from the instructions for use (IFU) were found. The device history record was reviewed, and it was confirmed that there were no manufacturing non-conformities and that the device was shipped in accordance with specifications. The IFU states the following in regards to precautions in using a device on a cjf patient: prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.

Event description:
It was further reported that the fluid sample that was used to detect protein 14-3-3 was cerebrospinal fluid. It was also reported that none of the 7 patients that the scope was used on had symptoms, nor were they tested for microbial contamination. The date of the exam/scope use was no longer traceable.